Event description:
Pt here for angina and heart catheterization. Malfunction of the three ring control syringe. Control syringe leaked air into the system during negative aspiration. Air was expelled without any patient harm.